Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker. Placed with three other implants, one other failed. When removing healing cap, whole implant came out.